Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 763 mg/dl. The customer mentioned other blood glucose values such as 600 mg/dl, 599 mg/dl. The customer experience diabetic ketoacidosis. The customer was treated by insulin drip and manual injections. Troubleshooting was done for high blood glucose and under delivery. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.